Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu454515/13469214) to treat a distal descending thoracic aortic aneurysm. During the procedure, the superior mesenteric and celiac arteries were successfully "snorkeled". The distal end of the tag® device was intended to land above the highest (right) renal artery. However, it was reported that the device moved distally of its intended site during deployment, covering the right renal artery. The physician was able to implant a bare metal stent to preserve the patency of the right renal artery. The procedure went forward without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications include celexa, norvasc, tekturna, and glucophage. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.